Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure one sprinter legend rx ptca balloon catheter was attempted to be used to treat a lesion. There was no damage noted to the packaging. There was no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed without any issues. It was reported that the luer cracked during the second balloon inflation. The patient was reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: the balloon folds were expanded with crystallised contrast visible. No deformation was evident to the distal tip. There was a longitudinal crack evident on the front of the luer. The distal end of the crack curved towards the wing of the luer, but stopped short of reaching it. A mould line was visible on the back face of the luer which is consistent with the manufacturing of the component. The device failed negative prep. It was not possible to inflate the device due to the crack on the luer. A 0.015¿ mandrel could not be loaded through the guidewire lumen, most likely due to hardened blood in the guidewire lumen. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.